Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Dealer forwarded a picture showing a part of the upholstery to be torn.